Manufacturer narrative:
Bench repair evaluated the device and confirmed the reported issue. The power cable was replaced to resolve the reported problem. The device passed the required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
E1: reporting institution phone: (B)(6). Reporter phone number: (B)(6).

Event description:
Philips received a complaint from the customer on the v60 indicating that during servicing it was observed that the power cord has to be replaced because it is over the 200 m maximum allowed for the electrical safety test. It was reported there was no patient involvement at the time the issue was discovered. The investigation is ongoing.